Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s daughter), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio flex meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The reporter stated that at 12:30pm on (B)(6) 2018, the patient obtained an alleged inaccurately high blood glucose result of 212 mg/dl on the subject meter. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages his diabetes with insulin, which he self-adjusts. The reporter stated that after obtaining the reported result, the patient took 7 units of insulin. She reported that at unknown time later, the patient ¿felt shaky and could not keep his eyes open¿. She indicated that she gave the patient orange juice, glucose and some carbohydrates to treat his symptoms and then called the emergency medical services (ems). She stated that around 3:30 -4:00 pm, ems obtained a blood glucose result of 105 mg/dl on the their meter compared to 185 mg/dl on the subject meter. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure. The cca noted that the patient¿s test strips were within expiry date and had been stored correctly. The reporter confirmed that control test had not been manually selected. She did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event requiring third party intervention, after obtaining an alleged inaccurately high blood glucose result on the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.